Event description:
During a pta treatment procedure to dilate a lesion in an existing dialysis graft, the balloon catheter broke. The graft had been recently placed in the right upper arm. The physician removed a previously placed dialysis catheter and noted that no communication was present between the subclavian and innominate veins. Performing serial dilatation's to open the area, the physician worked his way up to a 14 mm balloon. The restriction was not uniformly shaped so that when the balloon was manually inflated, the smaller area was forcing its way forward towards the larger opening. Because of this, a physician assistant was pulling back on the balloon catheter to keep the balloon in place. At this time, the catheter snapped leaving the ballloon inflated within the vessel. The shaft was removed and a snare was advanced. The balloon was "lassoed" which squeezed the air out of it and deflated it. The physician pulled the balloon down to the groin site and removed it. The procedure was successfully completed. The patient is reported as "fine"; no injuries or complications were reported.